Event description:
(B)(4). Event occurred in the united states. It was reported that, while the patient was at home, he experienced high blood glucose level of 300 mg/dl (at the time of incident) due bent cannula. Therefore, the patient was admitted to hospital due to high blood glucose level. Further, he does not remember the dates of admission, since all the documents were with his wife, but he was admitted for three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.